Event description:
Device 1 of 2. Reference MFR reports: 1627487-2013-17720. The patient received 2 scs leads with the same lot number. The patient reported she is unable increase system stimulation; however, the patient is currently implanted with a competitor's system. The patient also reported her sjm scs system was previously explanted and replaced. Therefore, the scs system listed in the manufacturer's records is being reported as explanted. The date and reason for the explant is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.